Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient began experiencing pain at the ipg site and ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2024 during which the physician suspected infection at the ipg site and explanted the entire system to address the issue. It is unknown which lead was causing the ineffective stimulation.

Manufacturer narrative:
Date of event is estimated.